Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. D4: batch # a97d75. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. The tyvek was returned along with the instrument. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. Upon disassembling, the feed link was noted broken causing the feeding issues and fifteen (15) clips were found inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause the feed link broken of the reported event. Possible causes for the damage found include the jaws being restricted during firing or not fully through the trocar during firing. Device history review: a manufacturing record evaluation was performed for the finished device batch a97d75 number, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please clarify if there were any patient consequences? No, any patient consequences. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No, any post-operative consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy when the first shot is taken, the applicator jams and no clip comes out. The procedure was prolonged by minutes and no patient consequences were reported.